Manufacturer narrative:
The product was not returned for investigation. Based on the available info, the actual root cause for the reported event could not be determined. Statistical eval did not reveal any device related issue.

Event description:
It was reported that the pt had mild malocclusion and wound dehiscence at angle and hence a revision surgery was performed.